Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. Therefore, 30 retained samples were visually inspected for damages with no issues found. Additionally, 10 retained samples were visually inspected for brittleness and none failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes were cracked. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes were cracked. There was no health impact or consequences reported.